Event description:
According to the reporter: during a laparoscopic hernia procedure, there was a balloon malfunction at one port and the balloon broke at the other port. To correct this issue, pieces of the balloon were retrieved from the patient cavity. To complete the procedure, a third balloon was obtained and used. No patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the obturator, trocar balloon, lock collar, valve seal and doors appeared intact. The inflation syringe was received. The balloon could not be inflated; a cut was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut on the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received ,there also was a rupture in the second balloon but it did not fragment. There was no patient injury.